Event description:
Boston scientific received information that this patient exhibited loss of capture and complained of heart failure related symptoms which suggested that therapy was not being delivered. An x-ray was performed and the patient¿s left ventricular (lv) lead was found to be dislodgement. The lv lead was explanted and discarded at the hospital, while a replacement lv lead was successfully replaced. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.